Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil, one paper lid and one needle-suture piece were returned for analysis. Product code vr2279. The suture piece received was inspected, and no breakage suture was observed. Even though the extreme was noted to be cut likely caused by a surgical instrument. Furthermore, body fluids were also observed on the strand the product code vr2279 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the suture, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/31/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? No. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify several problems: breakage at the exit of the packaging, breakage at the time of making the knots. Could you kindly provide the lot number, please? Av9719, av6554, av9659, av8339. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that there were wire breakage issues. There were no patient consequence reported. Additional information was requested.